Event description:
The pt is a 69-y/o white female who was admitted to the hosp for a low anterior colon resection. During a re-examination of the abdominal cavity, on the right side of the abdomen, a piece of foreign body was felt. A large piece of stainless steel from an instrument was found. It was in scar tissue. A small amount of purulence was also cultured. It did not rotate into the bowel. No other lesions or abnormalities were noted in the abdominal cavity. The foreign body consists of a metallic fragment, suggestive of a stapling device, labeled "v. Mueller". On the opposite side it is labeled "stainless steel germany". Under closer examination and assistance from allegiance healthcare, v. Mueller division, this product was found to be a demartel-wolfson clamp holder. The pt's history and physical revealed that the pt had undergone colon resection surgery approx ten years ago at another hosp. No other details of the hosp or procedure are available.